Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving hydromorphone (7.5 mg/ml at 3.99461 mg/day) and bupivacaine (30 mg/ml at 15.97842 mg/day). It was reported that on (B)(6) 2021 the patient reported uncontrolled lower back pain. Interventions that were taken included refilling the pump with new concentrations to allow for an increased rate of hydromorphone and decreased rate of bupivacaine. During a pump refill, a pump reservoir volume discrepancy was noted with an expected reservoir volume 5.6 ml and an actual reservoir volume of 9.3 ml. No action was taken in regards to the discrepancy. On (B)(6) 2021 the patient reported little improvement with the adjustment and was scheduled for a next-day visit. On (B)(6) 2021 the patient's intrathecal (it) rate was increased and their bolus dose was decreased. On (B)(6) 2021 no further adjustments were required. Also, the patient's pump refill discrepancy was within normal limits with an expected reservoir volume of 4.8 ml and an actual reservoir volume of 6 ml. The outcome of the event was noted as resolved without sequelae on (B)(6) 2021. The clinical diagnosis was uncontrolled pain. The device diagnosis was pump reservoir volume discrepancy. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021.